Event description:
It was reported that the nurse heard a grinding noise from the ventilator. The ventilator was delivering short erratic breathes. The ventilator alarmed although the nurse was not sure what kind of alarm it was. The patient became very cyanotic, so he was taken off the ventilator and placed on the back-up ventilator. Then, the pt was taken to the emergency room and later released. Please note that there was no death or no severe injury involved in the incident.